Event description:
It was reported that one y-type irrigation set was observed with no flow. The customer reported that the tubing was kinked prior to opening the package. This event was noted during infusion. There was patient involvement, however no patient injury and/or medical intervention was reported in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.